Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09731.

Event description:
It was reported patient experienced pain, dysfunction and elevated metal ion levels approximately 10 years post initial left hip procedure. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information received, it was reported that the patient was revised. Cup and head were removed.

Manufacturer narrative:
Visual evaluation of the returned device shows signs of scratching and scuffing on the inner radius of the shell. The outer radius is discolored and foreign debris was also observed. The head remains assembled with a taper adapter. The taper is dinged and scratched. The outer radius of the head is scratched and scuffed a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.